Event description:
The patient reported that the display on his insulin infusion device is cracked and has black splotches. He stated he can make out the time and date on the top of the display but he cannot decipher the basal rate information in the middle of the display. He said his blood glucose levels are within normal range "so I know it is delivering ok but I just can't make out the screen." The patient stated he may have bumped up against something at work. The pt did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.